Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with medical records received. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified elevated cobalt ion levels. The records identified feelings of instability, black fluid noted and corrosion encountered. Femoral head removed and black corrosion noted at trunnion. Acetabular locking mechanism damaged, possible from a subluxation event, locking mechanism damage therefore caused damage to the cup when removing the liner. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D.o.b.: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02868, 0001822565-2021-02870.

Event description:
It was reported that the patient underwent a revision procedure of the left hip approximately 7 years post implantation due to instability, metallosis and elevated metal ions. During the revision black fluid, corrosion noted to the trunnion, acetabular locking ring was damaged and caused damage to the acetabulum when removing the liner. Attempts have been made and additional information on the reported event is unavailable at this time.